Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery. The charger was sent to the supplier for further root cause investigation. The root cause investigation is underway at the supplier. No adverse event resulted from the damaged charger.